Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement reported.